Event description:
It was reported that the patient experienced diaphragmatic stimulation from their right ventricular lead. It was elected to reposition the lead. During lead repositioning, it was found that the lead was failing to capture. The lead was then explanted and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Final analysis found no anomalies.